Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Further information received from the customer indicated that the user was not in defib mode they were in ECG mode when trying to deliver therapy to the patient. Therefore, the shock could not be delivered due to being in the incorrect mode for delivery of energy. This report has attributed to improper use of the device by the end user. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2016-01601 for the second device used in the patient event. Complainant indicated that during subsequent testing, the malfunction was not duplicated.